Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the moderately tortuous left anterior descending (lad) coronary artery. A non-compliant balloon was used to pre-dilate the lesion and the 2.75x38 mm xience prime stent was implanted. A dissection was noted and a graftmaster covered stent was used to cover the dissection. There was a good patient outcome with timi iii flow. There were no adverse patient sequela and there was no reported clinically significant delay in the procedure. No additional information was provided.